Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The pse evaluated the unit and confirmed the reported issue. The pse found that the unit would need a new power switch overlay. During evaluation of the unit, the pse also observed that the pressure accuracy test failed. The pse found that the unit would need a new flow sensor assembly. The pse replaced the power switch overlay to resolve the reported issue. The pse replaced the flow sensor assembly to address the issue of pressure accuracy test failed. The unit was tested and passed. The gas delivery system was returned for failure investigation (fi) and the airflow system was confirmed to be out of range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the green led lamp flickered. There was no patient involvement.